Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its lcd touchscreen locking up and being unresponsive could not be duplicated, however, ventec did observe that the lcd touchscreen was black (and therefore unresponsive to touches). Ventec replaced the control board to resolve the reported issue. During testing, ventec was also unable to duplicate the reported inappropriate rebooting or issues with its alarm system, however, replacement of the control board would have also resolved these issues as well. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the control board.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the lcd touchscreen on the device had locked-up and become unresponsive during use. The patient was then removed from the device. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue. The patient survived the event. Following the event, personnel advised that they attempted to troubleshoot the device and observed that its alarm system was not functioning as expected (no audible alarm) and that it rebooted by itself. (Please note: section a4, weight, is actually 102.6 lbs, however, the esub form would not allow for decimals).